Manufacturer narrative:
The alarm trace showed two abnormal reagent aspiration alarms. The field service engineer modified the rinse station and resolved an issue with the deionizer water quality. The customer reported that the results were acceptable after the service. The service actions performed by the engineer resolved the issue.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The magnesium reagent lot number was 920178. The expiration date was not provided. The provided data was analyzed, and it showed several failed calibrations and exhibited poor kinetics for the water. The host performance check based on the daily qc failed for the cell wash, sample probe wash, reagent probe wash, and mixer adjustments. Cell skip alarms were noted shortly after new cells were placed on the system, indicating that the cell wash was insufficient. The field service engineer checked the instrument and found incorrect instrument adjustments, and the main water pressure was high. He adjusted the main water pressure, all the wash levels for the cell rinse, sample probe, and reagent probe. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with calcium assay and 1 patient sample tested with magnesium gen.2 assay on a cobas c 503 analytical unit. Calcium: sample 1: initial result: 13.3 mg/dl. Repeat result: 7.6 mg/dl (tested on another cobas). Sample 2: initial result: 11.3 mg/dl. Repeat result: 9.3 mg/dl. Magnesium: sample 3: initial result: 3.19 mg/dl. Repeat result: 1.52 mg/dl (tested on another cobas). The customer questioned the initial results and noted a trend of higher results, prompting the repeat of the samples. No questionable results were reported outside the laboratory. The lower results obtained from the other cobas analyzer were considered to be correct.